Manufacturer narrative:
(B)(4).

Event description:
It was reported that this product was part of a system revision due to infection. The product was explanted. No additional adverse patient effects were reported. The product is not expected to be returned.